Event description:
I had a hip replacement in (B)(6) 2006. Soon after surgery, I developed limited movement issues and different pain in that area. Over time now, I have developed a number of issues of the johnson and johnson depuy hip parts. The parts are cobalt and chromium. I have kidney failure and cobalt and chromium poisoning. I have had a heart attack and numerous tumors near my hip replacement. I have been to other hip surgeons who won't touch it for replacement. They say if it isn't recalled they won't fix it. I really want to report to you the issues for a possible future recall. I have all lot numbers of what was put into my body.